Event description:
Clinic notes were received indicating that a yeast infection developed around the wound dressing after surgery that resolved the pediatrician ordered keflex and bactroban. The patient was doing well post-operatively with no overt signs of infection. Review of the manufacturing records for the lead and generator confirmed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date.